Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had a damaged connector and a broken hanger assembly. The generator has not been received into service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment of damaged connector but did confirm the customer comment that the hanger was broken. It was additionally noted that the main seal was pinched, the lower case damaged (warped due to the seal), the c277 was damaged on the main printed circuit board, one case screw was contaminated and it was in need of the updated battery shorting bar design. All found defective parts were replaced and all other identified issues were resolved. It then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned for service.